Event description:
It was reported that the programmer displayed several black error screens recently during the boot up phase. The service disk was ran and it worked ok for about a week and then the error returned again. Technical services (ts) stated that the link electronics module (lem) board may be bad and to return the programmer. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer powers up without an error, however errors are recently recorded in the programmer error log. Analysis also found the system fan was noticeably loud. (B)(4).